Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a 09-year-old female child patient's infusion set's tubing detached/broken at the site connector. The patient's blood glucose level was 310 mg/dl at the time of the event and the infusion set had been used for two hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.